Event description:
It was reported that the right atrial (ra) lead had high out of range pacing impedance measurements greater than 2000ohms. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).